Event description:
Customer states the date on the vial for the advantage system reads 2007; when the use by date is actually 2004. The customer did not provide the location where the label malfunction occurred. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.